Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the hospital network issues. A technical support specialist mentioned that the hospital information technology updated the firewall rules in order to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had slow performance in medstationes and anesthesia stations. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.